Event description:
It was reported that the system 7 sternum saw would not turn off during a procedure unless the battery was removed. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the system 7 sternum saw would not turn off during a procedure unless the battery was removed. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of run-on was duplicated; it was confirmed that the device had run-on due to a buildup of debris in the trigger. Based on the short duration between service dates and the fact that corrosion was removed from the trigger assembly in both repairs, it is likely that the cleaning practices of the account resulted in the corrosion found during evaluation.